Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient got a new cardiac resynchronization therapy defibrillator (crt-d) and was told that their leads were "mangled and twisted". Follow up was conducted and noted that the crt-d had migrated significantly inferiorly from the patient's clavicle to their breast. Additionally, it was noted that the left ventricular (lv) lead, right atrial (ra) lead, and right ventricular (rv) lead were "quite twisted" consisted with twiddles syndrome. The crt-d was explanted and replaced and the device pocket was irrigated and revised for a more superior placement of the new device. Additionally, it was noted that the leads were disconnected, straightened out, and reattached to the new crt-d. No further patient complications have been reported as a result of this event.